Event description:
It was reported that the device displayed a blockage alarm. There was patient involvement but confirmed that there was no patient harm/adverse event reported.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period performed. Functional test confirmed customer concern. The root cause was due to an anomaly in the downstream occlusion sensor, and it was replaced. The device passed all functional tests with no problem after the repair was completed.